Event description:
Additional information indicates that the physician elected to cap and replace the right ventricular lead (B)(6) 2020. The patient was stable following.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission experiencing shortness of breath, oversensing of noise and pacing inhibition were observed. The patient is stable and being monitored.